Event description:
The customer stated that he tested his blood glucose using his breeze2 meter and another meter (brand unk). The breeze2 meter read 440 mg/dl, while the other meter read 157 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.